Event description:
On january 13, 2025, neotract has been made aware that ¿the urolift implant misfired during procedure.¿ additional information received on january 14, 2025, confirmed that the procedure was completed successfully and that the patient was not harmed. Further additional information received on january 23, 2025, indicated that the procedure was performed on (B)(6), 2025, and the device will be returned for investigation. On february 11, 2025, the investigation of the returned sample revealed that the needle was broken in half and no pieces of the needle were missing.